Event description:
A report was received that the patient developed an infection at the pocket and midline incision site after having a revision due to inadequate stimulation. The patient was experiencing fever and drainage from the lead site. The patient was given antibiotics to treat the infection. The physician does not feel the infection is device related.

Event description:
A report was received that the patient developed an infection at the pocket and midline incision site after having a revision due to inadequate stimulation. The patient was experiencing fever and drainage from the lead site. The patient was given antibiotics to treat the infection. The physician does not feel the infection is device related.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-1110-02, (B)(4), description: precision ipg kit without pull through tunneler it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that a good faith effort was performed to contact the patient to follow up with no success.